Event description:
The device was used during a total esophagectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the tissue at the application site. The hosp has reported the pt's condition is satisfactory.